Event description:
It was further reported that the 85% restenosis was located in the moderately tortuous and mildly calcified, non-stented vein in the right arm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the unit and components were visually examined for any damage or defect. It was noted that the needle was at 10atm on the returned device. The device was prepped with 8ml of water and the device was inflated. The gauge needle did not move. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, an inaccurate gauge reading occurred. The lesion was located in an unspecified vessel of the forearm. The physician advanced a sterling balloon to the lesion and inflated the balloon to 10atms with an encore26 inflation device. The physician deflated the balloon, however the gauge of the encore26 did not move from 10atms. The procedure was completed with another encore26 inflation device. No complications were reported and the patient's status is good.